Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized on two occasions for unk low blood glucose levels during the past week. It was stated that the first reaction was caused by strenuous exercise, and the second reaction was caused by a bolus of twenty five units in the middle of the night. Nothing further was reported.